Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap nissen. According to the reporter: at the end of the procedure the endo paddle would not collapse all the way to come out of the trocar. To correct the condition used another device. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 mins. There was no unanticipated tissue loss.